Event description:
It was reported that the patient received inappropriate therapy and the healthcare professional inquired whether the events shown on the electrogram (egm) were non-sustained ventricular tachycardia (nsvt) or fast atrial fibrillation (af). It was noted the ICD detected dual tachycardia during intermittent conduction of af episodes. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and the device detected a dual tachycardia (supraventricular tachycardia + ventricular tachycardia) and resulted in therapy.